Event description:
It was reported that the customer needed pump training. Customer was currently in the hospital and needs to start pump therapy as soon as possible. Customer was having trouble regulating their blood glucose levels and needs to start before she is discharged. Caller was not listed as a hippa contact. Customer will be contacted directly to set up training. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.